Event description:
It was reported that the user attempted a supply change on an ilet device and was unable to disconnect the connector and remove the cartridge and tubing after rewinding the pump, consistent with a connector and fluid-path assembly malfunction. Symptoms included no clinical symptoms. Outcomes included device interruption requiring shutdown and planned replacement, with continued glucose monitoring via a separate cgm application. Investigation included user troubleshooting by phone and planning for device return and data synchronization prior to shutdown. Failure investigation revealed no fault found with the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.